Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2005; h608h29 heart ring, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the device alert triggered, and the electrograms indicated readings consistent with electromagnetic interference. The patient indicated swimming near a potentially faulty pool light at the time the alert triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.